Event description:
A male pt with a history of right and left superficial femoral artery disease, past smoker, hypertension, chronic lumbovertebral syndrome, bilateral periarthropathia humeroscapulasris, and generalized arthralgia was enrolled in the sit up study and underwent stenting of his proximal to mid superficial femoral artery. A lesion proximal to the target lesion had been treated with balloon angioplasty with a non-cordis product. The lesion was described as de novo and calcified, and was 160 mm in length. The reference vessel diameter was 5.0mm. The lesion was pre-dilated at 8 atm for 120 seconds. The post dilation stenosis was 90%. A 6.0 x 100mm and a 7.0 x 80mm smart stent was implanted to treat the lesion. The lesion was post-dilated at 12 atm for 60 seconds with the same balloon used for pre-dilation. The post-procedure target lesion stenosis was 10%. A dissection occurred distal to the lesion and was treated with a non-cordis stent. The patient was discharged on aspirin, ca2+ antagonists, and clopidogrel.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #: 9616099-2008-02726.